Event description:
Sku # 329515 item description: pen needle lot # 5261008 quantity- (B)(4) sp country- us incident description-the needles broke inside the insulin pens. Note-please find attached for additional information - photos.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.